Event description:
It was reported that the system monitor touchscreen was not responding.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touchscreen not responding. Troubleshot the system monitor which revealed the touchscreen was faulty. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor was received into inventory on (B)(6) 2006. The system monitor shipped to the customer on (B)(6) 2006. The system monitor was manufactured on (B)(6) 2006. Touchscreen part number 101219. Heartmate ii instructions for use revision b states if the system monitor does not function, please contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.